Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the first firing, the surgeon was able to press the green button and squeeze the handle but the device did not fire. The reload was replaced with a new one to complete the case. There was no patient injury.